Event description:
It was reported that an unstable iop was encountered during cataract surgery. Due to the event surgery was prolonged 30 minutes.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that an unstable iop was encountered during cataract surgery. Due to the event surgery was prolonged >30 minutes.

Manufacturer narrative:
With regard to this complaint log files were provided for review. Review of multiple log files of the eva system involved revealed an issue with the supplied input air. During an on-site inspection the inlet air pressure was measured at 6 bar, suggesting that at the time of the measurement the air pressure met the environmental specification. As included in the eva instruction manual section a1.2 "eva environmental specifications" the requirements of the air input are specified to be 4 to 10 bar with a flow rate of 60 to 70 nl/min. Unfortunately, the air flow was not determined. Review of the complaint database indicated that four similar issues have been logged on the eva surgical system subject to this event. It should be noted that the issue persisted on two different vfie modules. Based on the logfile review and since the issue persisted on two different modules, it is considered that the event was triggered due to a (temporary) too low flow rate or pressure of the input air supplied by the hospital.